Manufacturer narrative:
The most likely root cause of the incident is linked to procedural deficiencies during the smile surgeries, particularly related to the docking process of the patient interface (rtp) to the patient's eye. The evaluation of treatment videos revealed that the docking appeared clumsy, with multiple attempts and improper positioning in the limbal or conjunctival area. This likely contributed to contamination and incomplete cuts, as evidenced by the presence of a black spot and areas of the cornea that were not cut correctly during the first surgery on (B)(6) 2025. Additionally, a zeiss application specialist noted that surgeons must be trained to meticulously clean the cornea and handle the treatment pack properly. Unpacking the treatment pack only seconds before use is crucial to prevent contamination, as foreign bodies were observed in some videos. The recommendation for enhanced training emphasizes the importance of proper attachment of the treatment pack to the cone and the need to avoid redocking without cleaning the cornea and patient interface. There was no visumax device malfunction. The reported patient interface contamination was detected based on current available and analyzed video data. But there is no indication of a malfunction of the treatment packs due to manufacturing issues.

Event description:
A patient in china experienced vision loss after undergoing treatment with a visumax device. The treatment was carried out using a contaminated treatment pack. The patient suffered a loss of 3 lines of best corrected visual acuity (bcva) in their left eye (os).